Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. Although a specific cause could not conclusively be determined, it was reported that the low flow alarms were due to the patient being in ventricular tachycardia/fibrillation. Furthermore, a specific cause for the reported ventricular tachycardia/fibrillation and nausea/diarrhea as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2021 at 7:46:38 to (B)(6) 2021 at 14:50:07. On (B)(6) 2021, there were transient events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 15 low flow fault and 3 low flow alarms. There were no other abnormal events captured ¿ the only other events were associated with pi events. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 15jun2019. Heartmate 3 lvas IFU is currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The low flow alarms resolved when the patient was restored to normal sinus rhythm.

Manufacturer narrative:
Patient weight was estimated from most recent figure. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow events on (B)(6) 2021 along with diarrhea/nausea. Ventricular tachycardia/fibrillation was found when the patient was admitted to the emergency room. This was treated with 1 shock that restored rhythm. Electrocardiogram was consistent with heart block. The patient was taken to the electrophysiology lab for implantable defibrillator.